Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump ran a few minutes behind from the actual time. Customer did not inadvertently change the time. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support assisted the customer with correcting the time.